Event description:
It was reported that the device's feed rate is too low. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. (B)(6). One device was received for evaluation. Visual inspection found the device to be slightly worn, and damaged housing. There was no evidence in the event history log. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.